Manufacturer narrative:
This report is submitted on november 9, 2020.

Event description:
Per the clinic, it was reported that the patient was placed under a general anaesthetic for a revision surgery on (B)(6) 2020, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture.